Event description:
Procedure type: lobectomy. According to the reporter: the clip applier jammed on the tissue. The surgeon had to cut the tissue to remove the instrument. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).